Event description:
The customer reported falsely elevated troponin I (access® accutni¿) results, above acute myocardial infarction (ami) limit, for one patient, involving the access® accutni¿ assay used in conjunction with the access® 2 immunoassay system. The customer stated the sample was analyzed twice, at the same time, and both results were elevated. Per laboratory procedure, the samples were reflexed and retested which produced negative results. The falsely elevated results were not released from the laboratory. The customer stated only the negative result was reported to the hospital. There was no patient impact associated with this event. The patient's sample was collected in a 5.0 ml lithium heparin plasma tube and centrifuged at 3,500 rpm (rotations per minute) for five minutes. System check, performed prior to and after the event, passed within specification. The customer performed a 10-replicate precision test using low level quality control material to verify instrument performance. The customer was satisfied with instrument performance following the precision test and system check. The instrument was in operation.

Manufacturer narrative:
There is no indication the access® accutni¿ device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.